Event description:
It was observed, during the device inspection. That the bronchofiberscope's forceps channel port was shaved. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The most likely cause for the reported event is that the biopsy channel port was scraped by passing through cleaning brush with coiled shaft. The event can be detected/prevented by following the applicable chapters in the instructions for use: the suggested event can be detected by performing inspection in the following IFU. 3.2 preparation and inspection of the endoscope: inspection of the endoscope. 1. Inspect the control section and the endoscope connector for excessive scratching. Olympus will continue to monitor field performance for this device.